Event description:
It was reported that the cast cutter blade was burning and leaving marks after cutting. Two pts were burned and required additional treatment. One burn was treated with ointment and gauze bandage. The other burn required a resection.